Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized and treated with amikacin injection (for 16 days, intraperitoneal, discontinued) and cefamezol (for 16 days, intraperitoneal, discontinued) for peritonitis event. Sixteen days after the event onset, the patient recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.